Manufacturer narrative:
(B)(4).

Event description:
During continuous renal replacement therapy (crrt) with a prismaflex m100 set, just after the priming of the set there was air coming from the pre blood pump (pbp) infusion line to the filter. Reportedly, there was no alarm generated by the prismaflex control unit. After inspection of the set, the customer found that the male luer lock of the pbp line was damaged. Treatment was stopped and the therapy was restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.